Event description:
It was reported that the patient connector of a uv flash transfer set separated from the titanium adapter during use. The transfer set had been in use for three months. The patient was administered antibiotics prophylactically. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received: however evaluation has not yet begun. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the returned sample was conducted. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. During the integrity of the seal surface test, no leaks were found. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.